Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic after receiving a vibratory alert for hv lead impedance less than the lower limit. Noise was not seen with isometrics. Further testing was performed and out of range continues to measure below the lower limit. Fluoroscopy revealed externalized conductors. Lead noise was also noted. The lead was capped on (B)(6) 2017. Patient tolerated the procedure and will be followed normally.

Manufacturer narrative:
(B)(4).